Event description:
Philips received a complaint from medical engineer, reporting that the v60 ventilator displayed a backup alarm failed error code. There was no patient involvement when the issue occurred. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
Initial reporter address: (B)(6)

Manufacturer narrative:
The suspected cpu (central processing unit) was returned to philips for failure investigation. The technician documented the following conclusion/root cause, the pil (product investigation lab) tech verified that shortly after the power on button was pressed, error code 1104-backup alarm failed generated during stb (standard test bed) operation. The pil tech also verified that the e1104 would repeat during the cycling of the stb through the use of the power on/ power off button. The pil tech did induce a hardware power fail condition with the stb. During the hardware power fail condition, the led (light emitting diode) on the bezel was flashing bright red as expected, however the secondary alarm did not provide, and audible tone as expected. The pil tech verified that the reason for the repeating error code 1104 and the failure of the secondary alarm circuit is due to a faulty secondary alarm buzzer. Tech also verified that the speaker was nonfunctional when 10 vdc (volts direct current) was applied across the leads of the secondary speaker. The reason for the repeating error code that could be reproduced at the pil is due to a faulty secondary alarm buzzer on the cpu pca (printed circuit assembly).

Manufacturer narrative:
H10: the service engineer (se) reported that a "check vent: backup alarm failed" (diagnostic code 1104)" occurred in the repair center and occurrence was also recorded in the event log. The se replaced the central processing unit (cpu) board, and the issue was resolved.